Event description:
It was reported that during device interrogation, auto mode switch episodes showed noise on the ventricular channel. The noise was not reproducible with provocative movements. The device remains implanted. The patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.